Event description:
Exploratory laparotomy with sigmoid colon resection was being performed and devices "worked for a while then quit" per staff without specifics. This included use of harmonic scalpel and harmonic ace during the same patient procedure.